Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported wearing the pod on her upper left arm for about 48 hours. She works overnight at the medical center and her bg (blood glucose) went high between 200 ¿300 mg/dl. Patient stated this usually happens and her bg will level out once she goes home and relaxes. Patient stated her bg stayed high while she was sleeping and continued to stay high when she went back to work. She drank water and gave herself a bolus. Around 11:30 pm ¿ 12:00 am her bg got up to 400 mg/dl and her work made her clock out to go to the ER (emergency room). She was not diagnosed but had a ¿significant¿ amount of ketones in her urine. Treatment included 2 bags of ¿regular¿ fluid through an IV. Patient stated she does not believe this had anything to do with the pod as the pod, her site and cannula appeared normal after pod was removed. Patient believes it may have been due to absorption of insulin, as her upper left arm may have scar tissue. The ER advised to activate a new pod on a different site. She left the ER around 5 am, went home and rested. Patient activated a new pod on a different site and her bg levels are in normal range.